Event description:
It was reported that after a replacement procedure, the pacemaker exhibited low out-of-range pacing impedance measurements on the non-boston scientific right ventricular (rv) lead. A lead fracture was suspected. Fluoroscopy was performed and the rv lead was found to be in the same position after the procedure. The sensitivity setting was adjusted and the safety mode was turned off. Subsequently, isometric testing was performed, and oversensing and noise were not noted. At this time the product remains in service and no adverse patient effects were reported. The plan is continuing to be monitored.